Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set's tubing was leaking at site between 01-apr-2024 to 28-may-2024. The blood glucose level of the patient ranged between 300 to 399 mg/dl. Moreover, the infusion set was used for couple of hours to one day. No further information available.